Manufacturer narrative:
Corrected b5: describe event/problem. Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that this artificial urinary sphincter (aus) pump migrated high in the scrotum, believed to be due to a hematoma. It was noted that the hematoma was located in the scrotum and was not caused by the device, but by the implant procedure, and it cleared up on its own. A surgical procedure was performed to remove and replace the pump. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump migrated high in the scrotum, believed to be due to a hematoma. It was noted that the hematoma was located in the scrotum and was not caused by the device, but by the implant procedure, and it cleared up on its own. A surgical procedure was performed to remove and replace the pump. There were no patient complications reported.